Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a new dexcom g7 sensor was applied and successfully connected to the dexcom app, sensor pairing to the ilet failed, preventing cgm data from displaying on the ilet; the user¿s blood glucose was 197 mg/dl and they manually entered bg to keep insulin delivery active, then restarted the ilet, toggled g6/g7, and started a new sensor, after which the cgm connected to the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included review of system logs and confirmation of bluetooth software version, device restarts, sensor reinitialization, and verification of successful subsequent pairing. Investigation of this case revealed a transient pairing communication issue that resolved after standard troubleshooting, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue consistent with user-device communication factors.